Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unable to verify critical pump error due to blank display. Unit was received with corroded motor home switch, minor scratches on case, cracked select button keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a critical pump error image on the insulin pump¿s display. The customer¿s blood glucose level was 161 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.